Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: when did the needle separate from the suture (while in the package / during dispensing / during preparation / during use)? -- during use. What is the lot number? -product has been shipped for analysis with packaging. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and a suture was used. During surgery, the suture prematurely separated from the needle at the swage. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/08/2019. Evaluation: an empty opened foil was returned for analysis. No suture or needle were returned for evaluation to determine the assignable cause of the suture needle pull off; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The cause of the reported incident could not be determined.